Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the scope visibility was not clear. The surgeon switched to an in house scope to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
1/20/1998-supplemental report #1 submitted to FDA. The reported condition has been confirmed: however, the exact cause of the difficulty could not be reliably determined.